Event description:
Found during routine testing. The reporter stated the device's service light is illuminated. Physio-control evaluated the device and observed that it delivered incorrect defibrillation energy levels. There was no patient associated with the report.

Manufacturer narrative:
Physio-control replaced the high voltage transfer replay, and then observed proper device operation though functional and performance testing. The device was returned to the customer for use.